Event description:
It was reported that the customer was experiencing high blood glucose. It was 287mg/dl at the time of reporting, but had been as high as 402mg/dl. He was assisted with troubleshooting his insulin pump. However, he voluntarily disconnected from the call mid-process, apparently thinking that it was over. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.